Event description:
Boston scientific was notified that during a procedure the following event occurred: the physician mentioned that there was some resistance when introducing the wire inside the neuroform2 microcatheter. The system was wet prior to that. The physician felt that it was too "tight" and may have damaged the stent. When the system was ready, the physician went up as a "primary access" with the system to the neck of the aneurysm. Apparently, no problem to navigate the entire system up to the aneurysm. When it was time to deploy the stent, it engaged inside the microdelivery catheter with the stabilizer with no problem. When the physician was starting to deploy the stent up to about 3/4, it looked like it was "stucked" inside the distal tip of the microdelivery catheter. The stent did not deploy more and the whole system had to be removed through the guider 6f. When looking at the system visually, the proximal part of the stent had some struts inside the tip of the microdelivery catheter. A new system was used and the physician introduced a new transend .014" guidewire through the proximal part of the system with no resistance. The rest of the procedure went well, the stent deployed well.